Manufacturer narrative:
(B)(4).lot codes: head 31471b, handle (B)(4). Device manufacturer date for the head is 05/27/2013 and the device manufacturer date for the handle is 08/15/2013.

Event description:
Consumer reports that while her son was brushing, "the brush head came off in his mouth." This is being reported as a malfunction with the potential to cause a serious event. No injury was reported.